Event description:
It was reported that during a lobectomy an error code 5 was indicated (used with a gen04). The active blade broke when it was cleaned. There was no adverse consequence to the pt. One device will be returned.